Event description:
During the end of surgery the clear guide tip broke off and took 1 hour and 20 minutes to retrieve and complete case. No adverse consequences reported with the patient as a result of event.